Manufacturer narrative:
This MDR is being submitted late due to findings from an internal audit, which identified that certain complaints had not been adequately evaluated for MDR reportability. In response, CAPA 24-08 was initiated to address and correct deficiencies in the complaint handling and MDR assessment process. As part of a two-year retrospective review conducted under this CAPA, five complaints were determined to meet MDR reporting requirements. These reports are being submitted accordingly.

Event description:
A customer reported that the infusion pump was producing a "clicking" sound and that no material was able to pass through the device during use. The complaint record indicated that no patient injury occurred. The record also noted that the device was not used during a procedure; however, this appears inconsistent with the description of "no material passing through," which suggests the device may have been in use at the time of the event. The device was returned to the manufacturer on 02/19/2023 for evaluation. A functional evaluation was performed and no abnormalities were identified. The device was reset and subsequently operated according to specifications, with no recurrence of the reported problem observed. No further issues were documented during the investigation.